Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and twenty two days post filter deployment, computed tomography revealed large pulmonary emboli which were noted on the prior computed tomography (CT) (performed before implant), had resolved. Approximately four years and one month later, patient suffered a spontaneous sudden cardiac arrest without symptoms. This could very well be suspicious for a massive pulmonary embolism, even with the filter in the patient. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral deep venous thrombosis, massive pulmonary embolus and in conjunction with bilateral knee replacement surgery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the patient reportedly expired.